Event description:
The advocate stated his mother received a blood glucose reading of 510mg/dl on the contour next ez, was retested on the doctor's meter and the reading was 232mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no strips left to return. Replacement test strips and meter were sent to the customer.